Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) and from a patient via a rep regarding the patient who was implanted with a neurostimulator. It was reported that the patient had been unable to charge her battery. She had not used her stimulator in two years as of (B)(6) 2017, so the rep¿s attempts to interrogate the battery were unsuccessful. Even though the patient¿s battery was in deep overdischarge, she complained that she felt shocking sensations near the battery on a daily basis. It was noted that the patient suffered from a seizure disorder so it was possible that her spinal cord stimulation system was damaged. The rep attempted to interrogate twice and discussed that the patient would likely need a battery replacement. The patient was also interested in the newer MRI safe leads as well. The rep reported their findings to the patient¿s managing physician and the physician was planning to refer the patient to a neurosurgeon for a replacement. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was scheduled; however, surgical intervention was planned. The patient was alive with no injury. The issue occurred during normal use. Multiple seizures, perforated bowel, and malnourishment were noted as patient medical history.